Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the report of the station drawer not fully extending and appearing jammed was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: found burn marks on the pyxibus module controller and on the retractor band cable assembly connector of auxiliary station drawer 5.2 . Replaced pyxibus module controller and retractor band cable assembly. Tested the unit and verified with the customer that the drawer was operating properly . It was noted that the customer attempted to troubleshoot the device while it was energized/powered on which could cause a momentary surge in electricity . The medstation es field service guide notes the following- to prevent serious personal injury from electrical shock, turn off main cabinet power and disconnect the power cord before working with electrical circuits inspection . Visual inspection of the returned pyxibus module controller and retractor band cable assembly observed thermal damage along the parts. No testing was required due to the evident finding from the visual inspection. Damaged pyxibus module controller and retractor band cable assembly components are indicative of issues affecting drawers . The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the station drawer not fully extending and appearing jammed was identified as thermal damage to the pyxibus module controller and the retractor band cable connector. It was noted the customer was attempting to recover the drawer, making it likely that the auxiliary station pyxibus cable was plugged in while the station was powered on, which could have caused a momentary electrical surge.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 was jammed. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that there was thermal damage observed on the pyxibus module controller and the retractor band cable connector. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was failed. A field service engineer (fse) opened the drawer and identified burn marks on the module controller and the retractor band. The fse then replaced the module controller and retractor band to resolve the issue. The fse also replaced the drawer even though it was functional. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 was jammed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.